Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing, visual examination, and x-ray analysis of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing as a result of noise. The lead was explanted and replaced without incident. The patient was asymptomatic and stable.